Manufacturer narrative:
Evaluation summary: customer reported that the shunt touched to the iris after the surgery; the shunt has remained in the eye. No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The sample was not returned as it has remained in the patient's eye. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to approved release criteria. There have been 2 similar complaints for the lot, in both event there was no harm to the patient and the shunt has remained in the eye. Previous similar event report indicates that such events (iris touch) may be transient, and in those cases do not cause harm to the patient. As in this case - the shunt has remained in the patient¿s eye. Because a sample was not returned, the root cause cannot be determined. Additional information has been requested. (B)(4).

Event description:
A customer reported following a glaucoma filtration device implant procedure, the device touched to the patient's iris. The patient also experienced hypotony. The device remains implanted. Approximately three years following device implant, cataract surgery was performed. The patient's anterior chamber depth increased and the iris contact disappeared. Additional information was requested.